Event description:
From 2003 - on going; I had mentor smooth saline 300cc breast implants on (B)(6) 2003. Since then have had numerous illnesses and now plan to have the implants removed. FDA safety report ID # (B)(4).